Event description:
Reportedly a (B)(6) male patient with a past medical history of hypertension, anxiety, depression, lumber epidural, steroid injection, laminectomy in 2005, smoker of two packs per day for 15 plus years, used marijuana and cocaine, drank 6-9 alcoholic drinks per day, possibly dependent on opioids was involved in a high speed motor vehicle collision on an unknown date. The patient was a restrained passenger who sustained several injuries which included multiple rib fractures, right sided pulmonary contusion, face contusion, a right acetabula fracture of the posterior wall and posterior column with extensive marginal impaction and hip dislocation, a distal radius and ulna fracture with open dislocation, comminuted, intra-articular fractures. In addition, he suffered a galeazzi type comminuted intra-articular olecranon fracture of the elbow dislocation. On (B)(6) 2009 the patient consented to a second arthrodesis of the left wrist. Synthes wrist fusion was removed due to hardware failure and nonunion was noted just proximal to the radiocarpal joint. The plate was removed without difficulty. A synthes distal dorsal wrist fusion was placed. Upon further review of received x-ray (dated(B)(6) 2010), it was discovered by the post marketing risk manager the second most distal screw (on left distal wrist) was broken at the plate interface. It is not known till today if a corrective surgery was performed due to that event. This complaint is regarding an unknown plate. This is 1 of 2 reports for the same event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Additional narrative: on 1/3/2014, additional medical records received (on disc from (B)(4)) from depuy. It is reported that on (B)(6) 2009, the patient underwent removal of hardware from the left wrist (hardware removed unknown) due to a non union. A left wrist fusion through a dorsal approach utilizing a synthes wrist fusion plate was performed. On the same day the patient had a left iliac crest bone graft. The patient was transferred to the recovery room in good condition having tolerated the procedure well.